Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was unable to duplicate. The hotwire flow sensors was visually inspected the uut's (units under test) found no signs of damage or misuse. The uim responded with calibration screen when the "zero sensor" button was selected. However, during hotwire flow sensor verification procedure, the proper waveforms or readings did not show up on the uim. The uut was disassembled for access to the sensor filaments and an inspection found the filaments to be contaminated and damaged. Found additional problem with contamination and damage of the hwfs sensors filaments causing sensor failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed 5v too low, vent inoperable and motor fault while the unit was running. The customer confirmed that there was no patient involvement associated with the reported event.